Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address implant wear.

Manufacturer narrative:
The device associated with this report was not returned. Photographs of patient x-rays were provided for review. The reported device wear could not be confirmed based review of the provided x-rays. Photographs of the reported device were provided for review. Review of the supplied photographs finds evidence of polyethylene wear on the surface that articulates with the femur component. No additional meaningful observations could be made to assist in identifying root cause. A complaint database search did not find any additional related reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the implant wear without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.